Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. This device was included in that field action, and returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
It was reported that the lead exhibited oversensing and a suspected lead fracture, assumed to be due to subclavian crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.